Manufacturer narrative:
On 4/30/2019, mentor became aware that the due date of the report manufacturing number 1645337-2019-09516 mistakenly omitted, which the date is 5/3/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/10/2019,the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Medwatch number: mw5080605. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery procedure with mentor¿s breast implants (sal smooth rnd diap 300cc ) has experienced breast implant deflation. It was also reported that the patient has developed capsular contracture grade IV on the opposed implant deflation side. The patient also has reported unexplained systemic symptoms, which included but not limited to pylori, tachycardia, heart palpitation, chronic fatigue, brain fog, dizziness, fainting, tremors, depression, and ptsd, suicidal thoughts, acid reflux, heartburn, migraines chest pain, vomiting black stool, kidney failure, vision problems, electric shocks throughout my brain, high blood pressure, dyspnea, bloating, upper right abdominal pain, breast pain, breast numbness, breast tingling, armpit pain, back pain, shoulder pain, leg tremors, edema, blood clots, joint pain, chronic inflammation, elevated white blood cells, high sedimentary rate, elevated liver enzymes, insomnia, anxiety, pain, fluid retention. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.

Manufacturer narrative:
Med watch number: mw5080605. Additional information received through med watch indicated that the patient explanted the device on (B)(6) 2018, and date of implant was on (B)(6) 2012. Patient information are as follow: (B)(6) address: (B)(6). Phone number: (B)(6). This report is for the right side. Manufacturer¿s reference number: (B)(4).